Event description:
The customer reported that the probe dripped and the dilution cup overflowed. No error codes were posted by the provue. No erroneous results were reported. Probe drip may lead to dilution of sample/ reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the tubing from the waste bottle to the manifold was kinked. The fe replaced the tubing and performed dilution cup and probe washes. The instrument was returned to expected operation. This customer has logged one similar complaint against this analyzer since this incident.